Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue of the malfunction was verified; however, the alleged issue that the pump was warm to the touch could not be verified.

Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 201-206 mg/dl.